Event description:
It was reported that one day post-implant, a chest x-ray revealed that the right ventricular lead did not have the optimal amount of slack. The pocket was opened, the lead slack was adjusted and the lead was sutured down. There were no patient complications associated with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.